Event description:
The customer reported that after a minute of putting in 20 ml air, a bang was heard during chest auscultation. Removal of the tube confirmed the cuff had burst. A non-routine replacement of the tube was required.